Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. The pump had a cracked case at the display window corners, minor scratches and a cracked display window. The pump also had a constant vibration due to moisture damage on the electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture from rain. Customer had insulin pump in his pocket and was not aware that insulin pump got wet. Customer's blood glucose was 125 mg/dl. Customer reported that insulin pump began to vibrate without alarm or alert. Customer attempted to change the battery and display counted down and display screen went blank. Customer reported that there was a hairline crack next to display screen. Customer was advised that insulin pump would need to be replaced.